Event description:
The field service engineer (fse) reported that while performing an upgrade on the unit, the ventilator failed with over voltage protection error. The fse reported that the unit was in not use on patient.